Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation under both breasts, on both sides of her body and on her back around the electrodes. Patient described the area as raised blisters that are white/turning white in the center. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised her to go the emergency room due to having shingles. Doctor advised removing the lifevest as it was exacerbating the shingles. Follow up indicated that the irritation/shingles are improving.